Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device powered on and started up with no errors. Performed a mock infusion with no errors. Reverted device back to manufacturing mode and performed set ID admin test and device failed. Log files indicate admin set ID # 2 failed. The set ID will be removed and replaced during the repair process before being sent to the test line for full functional testing. No other problems found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump complaint: pump not functioning as expected. No patient harm. Incident occurred during set-up. Nurse primed and prepped the line and attempted to load the cassette but encountered a reload cassette message. After multiple attempts nurse called fresenius nurse for support, unable to clear the alarm despite multiple reloads. Pump removed from patient care area. Fresenius team attempted to use alternate sets; we cleaned the black cassette reader with alcohol but no success. Unable to run a test infusion due to set mis loaded message." A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No. Adverse effects were reported. Additional information is needed to complete the investigation.